Event description:
Rptr had the plate put in for fusion of l4-s1. She didn't get any relief and they were removed 4/13/92. Fusion didn't work and rptr has severe pain. One was broken and it is still implanted. Rptr takes darvocet.